Event description:
The subject device was used during a laparoscopic excision of endometriosis. The user found that the ptfe pad of the device was separated when the user withdrew the device for cleaning its grasping section. It was reported there are no alarm. The procedure was completed with another thunderbeat device. There was no patient injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.